Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump was rebooting and the reporter noticed a crack in the battery compartment. The reporter stated that the battery cap was intact and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/19/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/12/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any records of power on reboot. Investigation found that the threads of both of the battery cap and compartment were damaged. The battery cap was unable to tighten properly on to the pump. The reported power loss and damages were verified. Using a test battery cap, the pump powered on and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. Unrelated to the reported power issue, it was observed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.